Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured october 5, 2015- october 6, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor that was expected to run for 46 hours did not infuse at all. The infusion ran for 48 hours. The device was filled with 4400 mg fluorouracil in 92 ml of sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.